Manufacturer narrative:
The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link standard bore catheter extension sets had foreign material present in the device. It was further specified that there was a piece of plastic floating inside which impacted the ability to pull back blood. This was noted during an unspecified process step while using the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.